Manufacturer narrative:
The test strips were requested for investigation, however, there are no test strips remaining to return. No product is expected for return. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:00 was 2.6 inr. The result from the laboratory at 13:42 was 1.9 inr. The patient¿s coumadin was increased from 5 mg to 7.5 mg for 1 day based on this result. The patient¿s therapeutic range is 2.0-3.0 inr.